Event description:
Dealer called in and stated that the end user alleges she was behind a vehicle when she asked a person not to hit her and the person backed up anyway and hit the consumer while on her power chair. Dealer stated that he believes the end user had bruising, scratches and other issues pending EKG results. Dealer stated the end user chair was also damaged due to the incident.